Event description:
It was reported that the right ventricular [rv] lead had high impedance measurements. It was also reported that the device did not relay the high impedance measurements as the criteria established for the device to display the messages were not all satisfied. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular [rv] lead had high, low and varying impedance measurements, noise was present and a lead fracture was suspected. It was also reported that the device did not relay the high impedance measurements as the criteria established for the device to display the messages were not all satisfied. The rv lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed there was high resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 02:15:03. The weekly hv (high voltage) lead impedance trend data shows an abrupt increase for max svc (superior vena cava) defib impedance equaling 72 to 352 ohms peak between (B)(4) 2011 and (B)(4) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed there was high resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 02:15:03. The weekly hv (high voltage) lead impedance trend data shows an abrupt increase for max svc (superior vena cava) defib impedance equaling 72 to 352 ohms peak between (B)(4) 2011 and (B)(4) 2012.

Manufacturer narrative:
Product event summary: the device was returned to the manufacturer, analyzed, and no anomalies were found. The lead was returned to the manufacturer and analyzed. Analysis revealed that the distal conductor was fractured. It was also noted that svc defib coil conductor was fractured (in-vivo), the outer tubing had environmental stress cracking breach/breach (non-electrical), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted and the outer insulation had a cosmetic depression.